Event description:
Dealer initially reports that during the procedure, the hinge part at tip top of the instrument suddenly got broken. The customer used it only a few times. After the surgery, they checked if a broken part fell into the pt's body by an x-ray examination, and confirmed any components were not in. On (B)(6) 2013, dealer reports procedure took place (B)(6) 2013, and surgeon was performing a colectomy, no pt harm. On (B)(6) 2013, dealer reports the instrument was broken when grasping tissue and the case was delayed 10 mins.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.